Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. The reported problem (not powering up properly) has been confirmed. Upon investigation, the monitor was resetting. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that his monitor wasn't powering up properly. The pt was issued a replacement monitor.